Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(4). Bd received actual sample from the customer facility for investigation in support of this complaint. The sample was evaluated by visual, microscopic and leak testing procedures, and the customers' indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned sample or DHR review.

Event description:
It was reported that there was leakage, during a draw, using a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.